Event description:
The customer contacted stryker to report that their device did not detect the defibrillation paddles when connected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue.stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not detect the defibrillation paddles when connected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device's front case was damaged and was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.